Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving lower readings while wearing the adc freestyle libre sensor compared to a competitor's meter. During the troubleshooting process, it was noted that the customer obtained a scan of 109mg/dl using an expired sensor. The customer stated that he had symptoms of hyperglycemia and performed a blood glucose check on the competitor's meter and obtained a 355mg/dl. The customer stated that "he had to go to the hospital for medical treatment to avoid a diabetic shock due to high glucose levels." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer noted the event occurring "over the weekend (B)(6). " the date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings while wearing the adc freestyle libre sensor compared to a competitor's meter. During the troubleshooting process, it was noted that the customer obtained a scan of 109 mg/dl using an expired sensor. The customer stated that he had symptoms of hyperglycemia and performed a blood glucose check on the competitor's meter and obtained a 355 mg/dl. The customer stated that "he had to go to the hospital for medical treatment to avoid a diabetic shock due to high glucose levels." There was no report of death or permanent injury associated with this event.